Event description:
It was reported that during a knee arthroscopy procedure, it was observed that the operation of the blade unit was loud and intermittent. Further, immediately after withdrawing the blade from the knee, or staff observed the cutting tip was damaged and 1cm of it was missing. After careful visual control of the knee, using a scope, it was not possible to locate the missing part of the blade. It was further reported that the staff used an x-ray unit to remove the broken part of the blade unit.

Event description:
It was reported that during a knee arthroscopy procedure, it was observed that the operation of the blade unit was loud and intermittent. Further, immediately after withdrawing the blade from the knee, or staff observed the cutting tip was damaged and 1cm of it was missing. After careful visual control of the knee, using a scope, it was not possible to locate the missing part of the blade. It was further reported that the staff used an x-ray unit to remove the broken part of the blade unit.

Manufacturer narrative:
The product was not returned for investigation. The reported failure could not be confirmed. Nonetheless, this is a known failure mode. Review of the device history record and non-conformance report historical data of the subject part number and lot number disclosed no manufacturing issues that could be related to the reported failure condition. Based on review of previous similar events, probable root cause(s) for this failure condition can be associated, but not limited to: 1. Components do not fit properly, 2. Shaver blade comes in contact with a metal object, and/or 3. Excessive torque applied by user. In sum, the product was not returned for investigation and the reported failure could not be confirmed. The reported failure will be monitored for future reoccurrence.

Event description:
It was reported that during a knee arthroscopy procedure, it was observed that the operation of the blade unit was loud and intermittent. Further, immediately after withdrawing the blade from the knee, or staff observed the cutting tip was damaged and 1cm of it was missing. After careful visual control of the knee, using a scope, it was not possible to locate the missing part of the blade. It was further reported that the staff used an x-ray unit to remove the broken part of the blade unit.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The broken piece presented considerable damage and deformation of the teeth. Pronounced friction wear marks could be observed on the housing window inner surface, as well as dents and deformation on the window teeth. The device history record and non conformance report historical data of the subject part and lot number disclosed no manufacturing issues that could be related to the reported failure condition. Probable root cause(s) for this failure condition can be associated, but not limited to: components do not fit properly; shaver blade comes in contact with a metal object and/or; excessive torque applied by user. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.